Event description:
It was initially reported that during a patient event, the device lost power on its own, multiple times. This was confirmed by evaluating the electronic patient record. During testing, it was observed that the device's display switched off, then back on a couple seconds later when printing the device's memory log. There was no report of any adverse effects to the patient from a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control has evaluated the device and did observe multiple power off/on logs in the electronic patient record but was unable to duplicate any failure during testing relating to the reported loss of power. It was observed during testing that the display on the device shut off then back on when printing, likely due to the battery not having enough constant voltage to operate the display and printer at the same time. This is not likely related to the reported loss of power and would not affect use on a patient. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use.